Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6). The reported field event of no communication was not confirmed in the laboratory. The device was tested on the bench using automated test equipment and was found to be normal.

Event description:
It was reported that poor communication was observed. The device was returned for analysis. No further information is available.